Event description:
Healthcare professional reported right side intracapsular rupture, cysts (ndr), and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the surface of the shell no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side intracapsular rupture, cysts (ndr), and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side intracapsular rupture, cysts (ndr), and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6